Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) exhibited low out of range right atrial (ra) lead pace impedance measurements, measuring less than 200 ohms. Additionally, there was low p-wave measurements reported. Most recent device interrogation showed no sensing issues. The patient was to undergo further evaluation and referred for a possible lead extraction procedure. The ra lead is a non-boston scientific product. The ICD system remains in service at this time. No adverse patient effects were reported.